Manufacturer narrative:
Issue described to agency in recall.

Event description:
The pt reported that she received her product recall letter for her infusion set and noticed that her infusion set was torn at the tubing/luer connection. The infusion set was only partially separated. The pt's blood glucose was not affected. The pt changed out the infusion set when she noticed the tear. The pt did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.